Event description:
The physician had difficulty moving the separator and it seemed to be stuck. The physician then observed a break in the separator and then removed the separator and the catheter together. This MDR is associated with MDR 3005168196-2009-00100 which pertains to the (B)(4).

Manufacturer narrative:
Technical eval: the separator was returned lodged in the catheter, with the bulb and distal tip of the separator protruding from the distal tip of the catheter. The separator wire was broken just inside the lure cone of the hub. No proximal part of the separator was returned. The catheter showed flat spots at 5.0 and 9.0cm from the distal tip. The incident was confirmed as reported. Based on the position of the separator in the catheter and the length of the separator protruding from the distal tip, the break appears to have occurred at or just distal of the proximal taper grind. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.